Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated this device. The device evaluation was unable to reproduce the system error 322. However, review of the history log confirmed the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.

Event description:
It was reported that a device alarmed for a system error 322 while infusing "octetide" to a patient on the 2nd floor micu. There was no patient injury.